Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn1333 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that after treatment the groshong PICC was removed from the patient. The nurse discovered there was a 4 cm hole in the catheter "from the connector." It was stated that the PICC functioned the entire time. The PICC was placed on (B)(6) 2017. The patient also had some problems with local irritation/infection at the insertion site, which was treated with chg over the insertion site. The treatment has been chemo; oxalipaltin and 5fu and the drug calcium folinate.